Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of the call was 179mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The customer stated that she felt sick and treated with a manual injection. The customer stated that she woke up with diabetes ketoacidosis. The time and date on the insulin pump were correct. Attempted to review the programming, but the customer already had changed the basal rates. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.